Manufacturer narrative:
H3: a hardware analysis of bi71000577 was initiated to determine the probable cause of the issue. Analysis was unable to confirm reported complaint, "will not expose." Installed supply board pcba in o2 system c1396. System booted readied several times. Multiple 2d and 3d images were acquired and were successful. No problem found while under test. Fdm 10, fdr 213 and fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, lot/serial: unknown; product ID: bi71000576, lot/serial: unknown; product ID: bi71000577, lot/serial: unknown; h3, h6: a medtronic representative went to the site to perform a system checkout. The power supply board, starter board, power supply were replaced. The system then passed checkout. Fdm 10, fdr 120, fdc 4307 are applicable to the system checkout medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: the power supply psi was returned to the manufacturer for analysis. The reported issue was confirmed. There was an electrical failure with this component. (Kit svc o2 bi71000450 power supply psi, rev. 2 : s/n (B)(6)) codes 10, 120, 4307 apply to this component. A second power supply psi was returned to the manufacturer for analysis. The reported issue was confirmed. There was an electrical failure with this component. . (Kit svc o2 bi71000450 power supply psi, rev. 2 : s/n (B)(6)) codes 10, 120, 4307 apply to this component. The pcba supply board was returned to the manufacturer for analysis, however results were not available on the date of filing. (Kit svc o2 bi71000577 pcba supply board, rev. 2 : s/n (B)(6)) codes 4118, 3233, 11 apply to this component. The starter upgrade kit was returned to the manufacturer for analysis. (Kit svc o2 bi71000576 starter upgd kit, rev. 2 : s/n (B)(6)) the reported issue was confirmed. There was an electrical failure with this component. Codes 10, 120, 4307 apply to this component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no unused spins (the patient was not exposed to any additional imaging).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used post-operative for a sacroiliac and thoracolumbar procedure. It was reported that during the 3rd spin (confirmation spin) the o-arm could take 2d scout shots, however the system would not take a 3d spin. When switching back to 2d, the o-arm would not take a 2d exposure. The site rebooted the system and noticed a loud buzzing noise from the ias accompanied with no user input for pendant controls. Rebooting the system onceagain restored the pendant controls, however 2d or 3d exposures still would not work. The doctor ended up aborting the o-arm for the confirmation spin. There was a reported delay of less than an hour. There was no impact to patient outcome.